Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown foreign matter and abnormal closure shape in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation showing a plastic foreign matter resembling a byproduct from the cap in the tube. The indicated failure modes of foreign matter and molding defect were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and molding defect were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and molding defect. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.